Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issue related to the ins moving closer to the spine was a misunderstanding. The recharging issue has been resolved. The patient reported that there was a misunderstanding but they were having a hard time getting the recharger in place to recharge the ins. The patient reported that the problem they have had was that the part of the belt which hold the charging unit has broken 3 times and was replaced. The patient reported that the ins did not closer to the spine. The patient reported that it was a mistake to state that the ins had moved closer to the spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins has moved closer to the spine. No patient complications have been reported because of this event.